Event description:
Approximately ten years postoperatively, the valve was explanted because it was too small and pannus had formed. The valve was replaced with a sjm regent valve (model 21agfn-756), and a pacemaker was inserted. The pt reported experiencing a stroke and visual mini-strokes prior to explant of the valve.